Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received inappropriate shocks ¿while bending over,¿ there was a right ventricular lead integrity warning, the lead displayed high impedance, there were non-sustained ventricular tachycardia episodes, and the sensing integrity count was noted. The high voltage therapy was programmed ¿off.¿ following, the pacing and sensing portion of the lead was capped and replaced. No further patient complications have been reported as a result of this event.